Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to wear of lock engagement (fe) lever, up/down (u/d) knob cannot be locked securely. Due to wear of the angle wire, the bending angles in the up, down, left, and right directions do not meet the standard values, and control plate (cp plate) is deformed. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had light guide (lg) lens has foreign objects., and damage on instrument channel (ch)-tube, forceps cannot be inserted smoothly. There were no reports of patient involvement.